Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a patient. Results provided: (B)(6) 20222 sid (B)(6) = 1240.3 pg/ml; (B)(6) 2022 sid (B)(6) = 1320.1 pg/ml, samples negative by beckman and roche platforms. Alinity result with heterophilic blocking tube (hbt) = 46 pg/ml. Diagnostic cut-off: females = 15.6 pg/ml, males = 34.2 pg/ml, and overall population = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 35576ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 35576ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Interference by heterophilic antibodies was confirmed. According to the package insert heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. The presence of heterophilic antibodies in a patient specimen may demonstrate anomalous values. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 35576ud00 was identified. Edited e-mail contact in section d3 and g1.